Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. Off-site hybrid analysis confirmed a device circuit error and power on reset (por) occurred. However, the device was fully functional with nominal system current drain throughout the analysis. There was no confirmation of an abnormal condition that would have resulted in a device circuit error. No hybrid anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
The cardiac resynchronization therapy pacemaker (crt-p) was returned to the manufacturer with no information. The device subsequently tested out of specification during manufacturer¿s analysis. Follow up yielded no further information. No patient complications have been reported as a result of this event.